Event description:
No further information at the time of this report.

Manufacturer narrative:
Proposed component code: mechanical (g04)- stem. Visual examination of the returned product identified dark debris is seen on the conical taper surface of the femoral head. Damage in the form of scuffs is seen on the polished surface of the head. The stem remains implanted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an inital right total hip arthroplasty. The patient was revised due to pain and elevated metal ions. During the procedure, pseudocapsule and necrotic tissue were identified. There was corrosion noted on the femoral head and neck. Post revision metal ion tests showed that there were no serum cobalt detected and serum chromium was within normal limits. The received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Brand name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset. Concomitant medical products: item#: 00801803201, versys femoral head -3.5, lot#: 61167154; item#: 00631005032, trilogy acetabular liner, lot#: 61121995. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02695 liner, 0002648920 - 2019 - 00473 head.

Event description:
It was reported that the patient had revision surgery due to pain and elevated metal ions. The head and liner were replaced approximately 6 years after initial surgery. During the revision procedure, a pseudocapsule, synovitis, altr, and implant corrosion were noted. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Review of medical records confirmed the patient underwent a revision procedure due to pain and elevated metal ions. During the procedure, pseudocapsule and necrotic tissue were identified as well as corrosion noted on the femoral head and neck. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.